Event description:
It was reported that the device motor was overheating. No patient injury reported.

Manufacturer narrative:
The device was received and sent to the original equipment manufacturer (OEM) for evaluation. There was a relationship found between the returned device and the reported incident. An evaluation was performed by the OEM and no visual deficiencies were reported. Functional evaluation of the device by the OEM found the unit got hot during testing. Troubleshooting by the OEM found the motor to be bad. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was confirmed and per the OEM the root cause was determined to be wear from use.